Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the fourth application of pulsed field ablation in the left superior pulmonary vein (lspv), a severe vagal response occurred. Minimal chest compressions were administered in response to the event, and an intravenous anticholinergic drug and a sympathomimetic drug were given. The patient recovered quickly, and no further medication was required. The procedure was aborted due to the patient event. The patient was awake and alert post procedure. The event led to an extension of the patient's hospitalization. No further patient complications have been reported as a result of this event.